Manufacturer narrative:
H.6. Investigation summary: no customer photos or customer samples were received for review and analysis. Therefore, 20 retain samples were subjected to a draw test for low or no draw. All tubes were within specification. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd is unable confirm the customers reported failure mode. Bd was unable to determine a root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. E.1. Initial reporter facility name: (B)(6).

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes had insufficient negative pressure. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: defect: insufficient negative pressure found during blood drawing, quantity: 10 pieces, impact: no adverse effects on patients and medical staff.